Event description:
Limited information provided. A patient diagnosed with chiari malformation had posterior fossa procedure performed on (B)(6) 2023. Duramatrix suturable was used. Further information surrounding the initial procedure was not specified. The patient presented with a csf leak post-op, and had to be brought back for "at least a shunt/drain" to fix the csf leak. Customer stated the patient was brought back for two post-op procedures: once on (B)(6) 2023 and another time on (B)(6) 2023. Per customer, patient was "brought back for a shunt on (B)(6) and also had a prior shunt after her surgery on (B)(6) 2023." Adherus was also utilized for this patient, but it was not specified at what surgery (initial or one of the post-ops) the adherus was used. No issues or adverse events reported after revision surgery. No further information on patient status or patient outcome was provided.

Manufacturer narrative:
Additional quality control testing showed the product met acceptance criteria.